Event description:
It was reported that following implant of the right ventricular lead, an ablation procedure was performed. Following the ablation procedure, a loss of capture and sensing was observed on the lead. It was assumed that the lead had dislodged. The pocket was reopened and the lead was explanted and replaced. The patient was sedated throughout the event. No adverse events occurred and the patient would continue to be monitored.

Manufacturer narrative:
(B)(4).